Manufacturer narrative:
The instructions for use state that excess floseal matrix (material not incorporated in the hemostatic clot) should be removed by gentle irrigation the from the site of application. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced abdominal pain and ascites after undergoing an ovarian surgery in which floseal was used. During the procedure, five milliliters of floseal was applied through an endoscopic applicator to achieve hemostasis. It was reported that the excess product was not irrigated. Subsequently, on an unknown date after the procedure, the patient experienced abdominal pain and upon examination, the surgeon noted ascites. A second procedure was performed during which the ascites was cleared (date unspecified). On an unreported date, the patient was recovered from the event. No additional information is available.